Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011, the physician tried to perform dft testing: four unsuccessful tests were performed using 30 hz induction, 0.5j and 1.3j shock on t. Between those tests the physician performed a 'charge only' test at 0.5j in the eps screen (to discharge the capacitor). According to the physician, the capacitors were not discharged after 2 minutes. Finally the physician performed a 50hz induction and the arrhythmia was reduced with a 26j shock. The physician asked why the capacitors were not discharged after 2 minutes.